Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was replaced and effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. Further information requested (weight) not available.

Event description:
It was reported patient was experiencing ineffective therapy and as a result awaiting surgical intervention to address the issue.